Manufacturer narrative:
The customer¿s report that a mating component would not attach to the set's maxzero connector was not confirmed. Visual inspection of the set noted no damage or any issues. The mating device was not received for investigation. Several lab sets were used to connect with the received mz connector; the connection was noted to be secure and no issues were observed. Pressure testing resulted in no separations or leaking the root cause was not identified.

Event description:
It was reported that pressure rated extension set disconnected after being connected tightly to mating device. A photo received with product stated that the tubing would not connect/attach to the needless valve, it continued to disconnect. The event occurred in the cath lab. Although requested, no further details were provided by the customer for this event.

Event description:
It was reported that pressure rated extension set disconnected after being connected tightly to mating device. A photo received with product stated that the tubing would not connect/attach to the needless valve, it continued to disconnect. The event occurred in the cath lab. Although requested, no further details were provided by the customer for this event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "cath lab staff reports that bd max zero extension set, mz5309, comes unscrewed from the male end when fluid is pushed thru the line three affected lot #s (10) 19016654 (10) 18107100 (10) 19046567.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "cath lab staff reports that bd max zero extension set, mz5309, comes unscrewed from the male end when fluid is pushed thru the line three affected lot #s (10) 19016654 (10) 18107100 (10) 19046567. An incomplete event date reported (B)(6) 2019".

Manufacturer narrative:
Report source: risk manager - non clinical. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that pressure rated extension set disconnects after connected tightly to mating device. A photo received with product stated: "after unscrewing this from the IV tubing after it was infusing, the tubing would not screw into the maxzero valve, it kept unscrewing." The event occurred in the cath lab. Although requested, no further details were provided by the customer for this event.